Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: investigation revealed the distal lateral fibula plate, 3 hole, sterile to be a concomitant item. The device did not contribute to the event.

Event description:
During variax fibula surgery, one of the distal hole of the plate could not lock the locking screw. The surgeon re-drilled correct angle and exchanged the screw to new one but the second screw was also same situation.

Event description:
During variax fibula surgery, one of the distal hole of the plate could not lock the locking screw. The surgeon re-drilled correct angle and exchanged the screw to new one but the second screw was also same situation.